Event description:
It was reported that a patient was being seen for a two year follow-up for a gore helix septal occluder. A large shunt was noted and the right disc was prolapsed into the patent foramen ovale tunnel. A surgical removal of the device is planned in the near future.

Manufacturer narrative:
A review of the images stated that a large shunt was noted through an implanted gore helex septal occluder during a 2 year patient follow up. The occluder is in good position, locked, and secured. The position between the left and right disc appears uneven. The left disc lays flat against the septum while the right disc demonstrates to have more of a flare over the aorta with the inferior portion of the right disc positioned more superiorly on the septum. The findings suggest that the most of the right disc conformed superiorly over the aorta and did not fully expand to cover the entire septum. The device has not yet been explanted but the patient has been referred to the surgical department for occluder removal.